Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, food poisoning, and dehydration. It was found that prior to the event, the customer had rec'd an alarm on the insulin pump that erased her setting, but she did not reprogram the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.